Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the sf 75 and sf 218 occured as a result of a routine service of the device and under the control of the service center. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault (sf 75) and "safety reset" (sf 218) error messges. There was no patient injury involvement.